Manufacturer narrative:
This report is submitted on december 31, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Re-programming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2019, and the patient was successfully reimplanted with another cochlear device during the same surgery.